Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6). Case description: (B)(6) had "air in line" alarms on lvp8100 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to replace ail sensor. Assisted with a part number. (B)(6) will replace ail sensor.